Manufacturer narrative:
Zimmer biomet complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported that during an implant placement procedure, the implant fell off of the driver tip while being placed in the patients mouth. They were able to complete the procedure with another implant.